Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Reportedly, customer continued to use the pump for insulin therapy. There was no adverse impact on customer's blood glucose level.